Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that the physician had difficulty removing the angioplasty balloon from the samurai after it was used. The procedure was able to be completed using the same wire. No patient complications were reported and the patient's status is good.